Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a fiber body break approximately 5cm proximal to the control knob. Microscopic analysis found that the fiber tip, connector cone, segments, and tabs were in good condition. It is likely that the fiber body break occurred inadvertently during handling, either while being removed from the packaging, attached to the console, or inserted into the scope. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber was not recognized. The procedure was completed with another fiber without patient complications. Analysis of the returned fiber was performed, the test indicated that the fiber was broken.